Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cabinet displays inaccurate times, with this particular unit running 16 minutes behind real time. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the station time was incorrect. The station was accessed remotely, and the time was corrected. After adjustment, the station reflected the correct time. The system functioned as intended after the technical support specialist troubleshot the device.